Event description:
Customer reported that at the start of the first dose, the console delivered about 150ml and stopped. The user noticed that the rate led's were flashing and it stopped incrementing the volumes delivered. Another console was used to finish the case. The unit will be returned to quest for further investigation.